Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event. Manufacturing evaluation reports that the sample was received the threaded portion of the device broken off. A function test was not performed due to the broken condition of the device. The measurable features were in specification. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during a lumbar fusion at l5, while holding a 8.0 mm ti side opening screw with the hook screw holder, the tip of the holder broke off inside the screw head. The surgeon removed the screw with the broken tip, selected another screw and holder. The procedure was completed without patient harm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: original awareness date is 07/25/2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).